Manufacturer narrative:
The device was not returned for analysis. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is mfg related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.

Event description:
It was reported the lens was removed and replaced due to the patient's complaint of halos and glare. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.